Manufacturer narrative:
The available information suggests that this device and competitor ra lead remains in-service. The event will reopened if additional information is received and/or the device is returned for laboratory testing.

Event description:
Boston scientific crm received information that this clinic nurse contacted technical services to report that this device's latitude monitoring system detected a yellow alert (high right atrial (ra) pacing lead impedance). The clinic nurse asked why this was the first notification of this alert when review of the daily measurements (dm) shows multiple occurrences of high ra pacing lead impedance measurements. Technical services informed the clinic nurse that the patient's latitude remote interrogation schedule is every three months and represents normal product operation.